Event description:
The user facility in (B)(6) reported "there was too much retina traction, even though the doctor was working with the optimum parameters (120max vacuum and 400cpm) during posterior vitrectomy. The cassette was changed for a new one, and the vitrectomy hand piece was also changed for a new one, but the problem continued. Pt's eye sight was affected because of the problem with the traction of the retina. The surgery took around three hours longer than normal."

Manufacturer narrative:
The facility has not returned the product for evaluation. A supplemental report will be filed should the device become available for investigation. Additional info has been requested from the facility. A supplemental report will be filed should additional info become available. The DHR review complete with no anomalies noted. The posterior fluidics module function test met expected specifications.